Event description:
It was reported that an ilet pump generated alert 38 indicating consecutive stalled motor, and during a dry run the pump stopped in the rewind phase with the same alert, for which a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified, consistent with a stalled motor during rewind. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.